Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was a selected for implant in patient with heavily calcified native leaflets and horizontal aorta. It was noted that a pre-implant dilatation was performed using a 22mm non-abbott balloon catheter. It was also noted during procedure that there were two attempts made to deploy the valve in correct position , but both times resorted in the valve being positioned 80% too high. A third attempt was made to deployed the valve, but at an unrecommended depth. The 29mm navitor valve was fully released/implanted at a final depth of 6-7mm. It was noted post-implant that there was aortic stenosis and a class 2-3 paravalvular leak. The decision was made to performed a post-implant dilatation using a 25mm non-abbott balloon catheter, but no improvement was observed. The patient's blood pressure dropped and required that inotropes be administered. The decision was made then made to perform a valve-in-valve procedure using a 26mm non-abbott valve. The patient's blood pressure stabilized, but a class 1 paravalvular leak remained. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including inadequate radial forces. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, " prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm".h6 health effect - clinical code: code 1717 removed.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was a selected for implant in patient with heavily calcified native leaflets and horizontal aorta. It was noted that a pre-implant dilatation was performed using a 22mm non-abbott balloon catheter. It was also noted during procedure that there were two attempts made to deploy the valve in correct position , but both times resorted in the valve being positioned 80% too high. A third attempt was made to deployed the valve, but at an unrecommended depth. The 29mm navitor valve was fully released/implanted at a final depth of 6-7mm. It was noted post-implant that there was aortic stenosis and a class 2-3 paravalvular leak. The decision was made to performed a post-implant dilatation using a 25mm non-abbott balloon catheter, but no improvement was observed. The patient's blood pressure dropped and required that inotropes be administered. The decision was made then made to perform a valve-in-valve procedure using a 26mm non-abbott valve. The patient's blood pressure stabilized, but a class 1 paravalvular leak remained. The patient was reported to be in stable condition.subsequent to the previously filed report, additional information was received that a correction needs to be made as there was no aortic stenosis noted post-implant. The patient had an annular diameter of 24.9mm. It was noted that there was severe calcification of the patient's annulus prior to implant, but enough to allow for proper sealing of the annulus for implant of the 29mm navitor valve. The paravalvular leak was noted via angiogram. There was no anatomical or tissue/calcium interference affecting expansion of the valve and no deployment or retraction difficulties. The valve was never re-sheathed more than two times during procedure. An unknown size non-abbott device was was implanted for the valve-in-valve procedure. There was no clinically significant delay in the procedure due to this event.